Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Journal name: international journal of surgery case reports article title: lumbar nerve rootlet entrapment by an iatrogenically spliced percutaneous intra-thecal lumbar cerebrospinal fluid catheter article author: james j. Yue, carlos a. Castro, david scott issue number: 7 (2015) 137-140. (B)(4).

Event description:
It was reported to medtronic neurosurgery that an edm lumbar catheter was found to be spliced inside the patient. According to the report, the patient experienced neurologic dysfunction and there was resistance during attempted removal. It was also reported that the broken piece of catheter could not be removed from the patient and that the patient experienced mild sensory loss to the anterior thigh. Reportedly, the patient has recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.